Event description:
A hospital in (B)(6) reported via our distributor that they found a cut on the expiratory limb of a rt125 infant breathing circuit. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The product is not sold in the USA but is similar to a product which is sold in the USA. The 510 (k) for that product is k20332. The returned breathing circuit was visually examined. Results: three small cuts were found on the expiratory limb. The cuts were aligned on one edge of the corrugation. The directional nature of the cuts suggests that the damage was caused by a sharp object such as a knife. A lot check could not be performed as no lot number was supplied. Conclusion: it is most likely that the cuts were caused during the opening of the circuit packaging. All breathing circuits are pressure tested for leaks on the production line and those that fail are rejected. At the pack bag station, the circuit kits are also visually inspected for any defects. (B)(4).